Manufacturer narrative:
(B)(4). Although requested, the device and/or logs have not been returned. A f/u report will be submitted with failure investigation results should the customer return the device or logs for eval.

Event description:
Biomed reported a pump over infused or ran too fast. No other info provided. Requested add'l info multiple times w/o a response from the customer. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.